Event description:
Note: date of event and procedure date are unknown. It was reported to boston scientific corporation on september 17, 2009 that a ultraflex covered tracheobronchial stent was used during an airway stenting procedure. According to the complainant, the physician placed a 6 cm covered airway stent after carefully choosing right length to maintain air flow. After stent was placed, x-ray and bronchoscopy showed stent was too long and blocked one of the branches, therefore; the stent had to be removed. Then, the physician measured the stent length, and it showed to be 7 cm in length which was 1 cm longer than originally stated on the packaging. The patient had a stent already implanted, so the stent was being placed inside the first one. Attempts to obtain additional information regarding the circumstances surrounding this event have been successful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot number of the suspected device was not provided by the customer; the device manufacture and expiration dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.